Event description:
Additional information received reported that the drain was switched out due to safety risk including risk of herniation from excessive csf leak and infection. The patient's current status was deceased, however, the family made the decision to withdraw life-sustaining measures per the patient's advanced directive, and their complex diagnoses (aneurysm rupture, multi organ failure) were not related to the medical device and/or therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported the device leaked located at the connection of the collection chamber to the distal tubing (clamped approximately distal to the leak to prevent cerebrospinal fluid (csf) leaking out of the device).